Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. Manual "try it" testing and was performed, but it could not be completed due to a "call tech support" error frozen on the receiver screen. A global communication tool software test was performed, and it failed sound tests as no sound was heard from the speaker. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker.